Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Review of data found the device exhibited a code 1001 for low capacity. Device diagnostics were performed and found the battery voltage was showing high and low measurements. Portions of the circuitry, including the battery, were isolated and tested. Analysis concluded that the observation was due to a compromised capacitor, which resulted in a high current condition.

Event description:
Boston scientific received information that this boxed pacemaker displayed a voltage too low message. Data analysis found the power level was high and variable. Device return was requested. The device was never in service. There have been no adverse patient effects.